Event description:
It was reported that a pt died of meningitis in spring 2002. During a follow-up with the implant center, it was reported that the pt died due to haemophilus influenzae. The vaccination history of the pt has not been verified. At the time of this event, the surgeon reported this pt death to the appropriate health authorities; however, the infection was believed not to be connected to the cochlear implant.